Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver fractured. The broken pieces were removed and the case was completed using a an alternate stapling instrument. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
The returned closure top was evaluated. Visual inspection found that the drive tip has fractured in a manner consistent with off-axis forces. The complaint is confirmed for fractured driver tip. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for fractured tip is due to over-torquing or forces applied off axis.

Event description:
It was reported that during the procedure the tip of the driver fractured. The broken pieces were removed and the case was completed using a an alternate stapling instrument. There were no reported patient impacts or surgical delays.